Event description:
The pt reports the lead was explanted due to a j retention wire fracture without protrusion through the outer polyurethane insulation. This has not been confirmed by a medical professional at this time.